Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on (B)(6) 2021 for revision of the right atrial lead due to noise resulting in over-sensing. During the procedure the physician had difficulty implanting the replacement lead into the vessel, and the procedure was aborted. The chronic atrial lead remained implanted and will continue to be monitored. The patient was in stable condition.